Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion of the reported failure. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The probable cause is that when inserting the scope internal into the scope connector socket of otv-s190, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of otv-s190. The terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device was found with bent pins inside the video connector and a worn out lock latch causing unstable image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The reported issue was found to be due to bent pins attributed to electronic component failure.

Event description:
It was reported that the device exhibited horizontal lines when plugged in. According to the reporter a bent pin was found. There was no patient involvement on this report.